Event description:
Consumer called into customer care regarding, "...concerned about the discrepancy in back to back bg results a couple of days ago..." It was reported to nova biomedical that a consumer received a result of 48 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 88 mg/dl.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer used expired control solution on his test strips to determine their integrity and accuracy. The consumer was educated on these directions for use at the time of call. Test strip lot # 1020414149, expiration date: 06/2015, control solution lot # 1030113086 - expired, control solution lot # 1030214093, range: 82-127 mg/dl. No cs test was performed on ts in question prior to calling, bg tests performed on ts in question prior to calling, bg tests performed according to nml owners guide however consumer could not recall if they were taken from different test sites..." A control solution test was performed while troubleshooting in the follow-up call with customer difference in the consumer's readings was determined to be clinically significant. Nova max test strip insert - quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.